Manufacturer narrative:
The company rep examined the system, replaced the pressure/vacuum manifold, and performed maintenance. The system was then tested and met all product specifications. Root cause has not been determined. (B)(4). This report was mailed to FDA on: 03/25/2011. (B)(4).

Event description:
A nurse reported that a system message was displayed. The cassette was exchanged three times, but the problem persisted. The pt was transferred to another room and the surgery was completed with another system. There was a delay of one hr. Pt status is unk. Additional info has been requested.